Event description:
It was reported that a dissection occurred resulting in additional surgical intervention. An enroute transcarotid neuroprotection system was selected for use in the left transcarotid artery revascularization (tcar) procedure. It was reported that after arterial sheath placement, there was difficulty advancing the guidewire and imaging revealed the arterial sheath appeared to be against back wall of the artery. The arterial sheath was re-positioned but the physician was unable pass the wire around the dissection. The physician elected to convert the procedure to a carotid endarterectomy (cea) and the patient is expected to fully recover.